Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The caller wanted to know how to navigate the insulin pump. Explained all of the buttons to the caller. She stated that the customer currently has the insulin pump in suspend mode, and will have the customer call us back to document the event. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.